Manufacturer narrative:
This lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited an automatic safety switch from bipolar to unipolar due to high out-of-range (oor) rv pace impedance of greater than 3,000 ohms. An increased rv threshold was noted the day prior to the safety switch. Stored right ventricular automatic threshold (rvat) electrogram (egm) showed isolated oversensed signal on rv egm. Technical services recommended further lead assessment. This lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited an automatic safety switch from bipolar to unipolar due to high out-of-range (oor) rv pace impedance of greater than 3,000 ohms. An increased rv threshold was noted the day prior to the safety switch. Stored right ventricular automatic threshold (rvat) electrogram (egm) showed isolated oversensed signal on rv egm. Technical services recommended further lead assessment. This lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that there was a ventricular event recorded which showed oversensing of noise on the ventricular channel. Further lead assessment was recommended. This lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited an automatic safety switch from bipolar to unipolar due to high out-of-range (oor) rv pace impedance of greater than 3,000 ohms. An increased rv threshold was noted the day prior to the safety switch. Stored right ventricular automatic threshold (rvat) electrogram (egm) showed isolated oversensed signal on rv egm. Technical services recommended further lead assessment. This lead remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that there was a ventricular event recorded which showed oversensing of noise on the ventricular channel. Further lead assessment was recommended. This lead remains in service and no adverse patient effects were reported. Additional information was received indicating that there were two ventricular events recorded, indicating oversensing of noise on the ventricular channel. An automatic safety switch from bipolar to unipolar occurred due to rv pace impedance measurement of greater than 3,000 ohms. Further lead assessment was recommended. This lead remains in service and no adverse patient effects were reported.